Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. Technical support recommended replacement parts for the o2 sensors. Replacement of the flow assembly where the o2 sensors are located. The equipment is operating and according to the manufacturer's specifications. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 component on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the airflow accuracy failed. There was no patient involvement.